Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was beeping and had critical pump error as well as pump error alarm. Customer¿s blood glucose was 240 mg/dl at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer stated pump was not exposed to a high magnetic field. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.